Event description:
Caller alleging discrepant inratio value. (B)(6) 2015 inratio 1.7; lab 3.5. One hour between tests. Patient's therapeutic range 2 - 3. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Certain relevant conditions can contribute to discrepant inr results. The patient was reported to have stage 4 renal failure. End stage renal disease was identified as a condition that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.